Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is they repaired leaks on the heat exchanger tubing and on the sieve bed to manifold tubing.